Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2017; 11211 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) failed to start pacing for ten minutes while the patient was walking. Follow up with the patient's clinic yielded no further information. No patient complications have been reported as a result of this event.